Event description:
It was reported that the analyzer was showing the right ventricular hook-up in the right atrial channel on the programmer and it was unable to sense or pace in the atrial channel. Follow-up determined that it occurred during an implant case with a patient connected and the user was able to do the right atrial tests using the right ventricular channel and then the analyzer was changed out. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the right ventricular hook-up was showing in the right atrial channel and that it was unable to pace or sense in the right atrial channel, the device passed all functional and systems tests. Analysis did note that the patient connector had a disturbed (broken) pin. The device was to be scrapped and replaced. (B)(4)